Event description:
It was reported that the drain was broken. The drain was not used as it was noted when the package was opened.

Manufacturer narrative:
Received partial drain in two pieces. The drain was broken at the white drain connector where the channel drain is bonded to it. The pieces of the broken areas were placed together and no pieces were missing. Jagged edges were noted on the broken surfaces which is indicative of excessive force having being applied to the drain beyond it's tensile capabilities. Upon tensile testing of the returned sample, it was found to have greater strength than 12 lbs minimum specified. The incoming quality assurance records were reviewed and showed this drain is received from an external supplier who certifies that the component has been manufactured and inspected according to the company's specification. As a finished good, qa performs random visual inspections for damaged components. The internal rejects records review for the wound drain did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains (en1617). There were no manufacturing deficiencies found in the returned sample or the manufacturing records that may have caused or contributed to the reported problem. Standard labeling of instructions for use for channel drains state the following precautions: to avoid the possibility of drain damage or breakage, drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. The evaluation concluded post manufacturing damage. (B)(4).